Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the language was incorrectly set to spanish on his onetouch verio2 meter. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 4 a.m., on (B)(6) 2016. The patient manages his diabetes with insulin (lantus, unspecified dose). The patient reported that an unknown time prior to noticing that the meter language was in spanish, he developed the symptom of feeling ¿dizzy¿. The patient advised that he continued to take his usual dose of medication based on a sliding scale and administered an unspecified dose of lantus. The patient reported that he was then taken to the emergency room (ER), treated with medication (unspecified type or dose) and IV fluids by a health care professional (hcp) and then admitted to hospital for 1 day. At the time of troubleshooting, the csr walked the patient through resolving the issue and the issue was resolved. The subject products were requested back for investigation. This complaint is being reported because the patient reportedly received hcp intervention for hyperglycemia after the alleged issue began. The alleged issue could not be ruled out as a cause or contributor to the event.